Event description:
The account stated both biorad level 1 control and the abbott low control have shifted out of range high. Field service was dispatched, and no instrument problems were observed. There was no report of incorrect patient results.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.